Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified in the unspecified vessel. The 6.0mm x 40mm x 80cm sterling balloon catheter was advanced to the lesion. The balloon was inflated at 8 atmospheres for 60 seconds however it ruptured on the first inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.